Manufacturer narrative:
The current instructions for use contains the following: "precautions - in rare instances, problems in the temporo-mandibular joint (jaw joint) may result in joint pain, headaches, or ear problems." Trigeminal neuralgia compatible with the use of the aligners was identified as root cause by other doctors treating the patient. The treating doctor stated that the patient's reported history is not considered credible and confirmed that a refund has already been provided for the payment made. Based on the available information, the patient had hospitalization (initial or prolonged) and permanent damage, and the invisalign system was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. The exact date of the event is unknown. Despite reasonable efforts, no conclusive information was available to determine when the event occurred. The date (b3) provided corresponds to the date the event was reported to the manufacturer and does not necessarily reflect the actual date of occurrence.

Event description:
The patient reported symptoms of intense pain in the mouth and head, acute pain and extreme sensitivity in the upper right arch, inability to eat, inability to touch teeth or close the mouth, and progressive increase in pain throughout the right side of the head. The patient reported visiting the emergency room, a neurologist, head of dentist and general practitioner, pain management team and maxillofacial surgeon and required medical intervention, including hospitalization for five days due to uncontrolled pain. The patient indicated receiving intravenous morphine and unspecified intravenous neurological medication to alleviate the reported symptoms. It is unknown if the treatment was discontinued or if the patient is still using the invisalign system, and the patient's current condition is unknown.